Manufacturer narrative:
The creatinine reagent lot number was 747665. The reagent expiration date was requested, but not provided. The investigation is ongoing. Medwatch field e1 facility name - the full facility name was provided as (B)(6).

Event description:
The initial reporter stated they receive discrepant results for three patient samples tested with the cobas integra creatinine plus ver.2 assay on a cobas 8000 c 502 module. The first sample initially resulted in a creatinine value of 1.17 mg/dl. The value was not reported outside of the laboratory as it did not agree with the patient's previous creatinine result of 0.7 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 0.80 mg/dl. The reaction data for the initial value of the first sample appeared abnormal. The field service engineer checked the analyzer rinse water volume and this was within specifications. The probes were decontaminated. A nut on the mixer was found to be loose. The incubator bath was cleaned and the mixer nut was tightened. Mechanism checks and quality controls passed. Patient samples were tested on the analyzer and compared with measurements performed on a second analyzer and these results were comparable. The issue occurred again on (B)(6) 2024 with the second patient sample. This sample initially resulted in a creatinine value of 1.52 mg/dl. The sample was repeated on the second analyzer, resulting in a value of 0.82 mg/dl. Controls were tested and passed. The first value of the second sample also showed an abnormal reaction. A carryover study was performed and failed. On 03-apr-2024, the field service engineer determined the liner of the rinse unit could not absorb all the water in the cuvettes, so it was replaced. A reagent probe was decontaminated and adjusted. A carryover check of the reagent probe was performed and passed. On (B)(6) 2024, the issue occurred again with the third patient sample. This sample initially resulted in a creatinine value of 1.06 mg/dl. The sample was repeated on the second analyzer, resulting in a value of 0.78 mg/dl.

Manufacturer narrative:
The customer provided data for a fourth patient sample with discrepant creatinine results. The fourth sample initially resulted in a creatinine value of 1.11 mg/dl. The value did not agree with the patient's history, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a creatinine value of 0.67 mg/dl. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Quality controls were acceptable. A reagent issue can be excluded. The field service engineer checked the rinse water dispense and it was acceptable. The probes were decontaminated and the incubator bath was cleaned. A mixer assembly nut was found to be loose. The rinse unit wasn't clearing water from the cuvettes correctly so a liner was replaced. A reagent probe was replaced and both reagent probes were adjusted. Carryover testing passed. Valves were replaced. Hardware checks passed. No further issues were reported by the customer following the service actions. The investigation determined the service actions resolved the issue.